Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made, but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic thyroidectomy procedure, the scrub nurse found the blade of trocar is not retracted after loading while testing before use on the patient. So the surgeon refused to use this product, and the nurse noted to me this error.